Event description:
It was reported that the device stop working. No back-up device was available. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Mdu failed functional tests with extreme overheating. Mdu housing and power cord grew hot during testing. After troubleshooting, the cause of overheating was determined to be shorted wiring due to a faulty 3rd party repair. It was determined that there has been non-conforming material used in an attempt to replace the power cord and the faulty repair caused the wiring to motor from power cord to short out and overheat. The complaint was confirmed. The complaint investigation has concluded that this unit has had a faulty 3rd party repair which resulted in the wiring shorting out and overheating. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.